Manufacturer narrative:
Evaluation, conclusion: off-label (neck length less than 10mm).

Event description:
An endurant aui stent graft system was implanted in the patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. Vessel morphology at implant was reported as the proximal neck diameter was 24mm and less than 10mm in length. Degree of angulation was noted as 60 degrees. During the index procedure, the final angiogram identified a type ia endoleak. The physician added another manufacturer¿s device 28.5 cuff. The cuff covered about 5mm in length on the right and 2-3mm on the left. The cuff partially covered the spatulated orifice of the left renal. The physician placed a stent in the left renal artery. The patient was comfortable with the seal. Per the physician, the cause of the proximal type I endoleak was due to short proximal neck. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).